Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter was reading inaccurately erratic at 4:30pm on (B)(6) 2016 when she obtained blood glucose results with the subject meter of "222 and 280 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' precision criteria. Immediately prior to obtaining the alleged inaccurate results, the patient reported that she had developed symptoms of "shakiness". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site to obtain the blood samples and she described the correct testing steps. The cca also confirmed that the patient's test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient reported that her symptoms began prior to the start of the alleged issue, it cannot be determined with all certainty that the meter may been reading inaccurately prior to this time, causing the patient to over-medicate, resulting in the symptoms she reported.